Event description:
The reason for call was patient (pt) stated they got an follow up letter a couple days ago and 'it's asking information that I don't have.' Letter question: it was reported that your implanted stimulator stopped working and was removed- when did this issue first occur? If possible, please specify the date.' Pt response: 'that was years ago,' and stated they did not have any information on this so they called their doctor's office about it. Pt stated doctor's office said they'd be willing to fill out the letter's questions on behalf of pt and send it back to the manufacturer if pt drops it off. Pt asked if they could do that. Agent reviewed and reviewed resources for hcps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's pain stimulator was removed because it was not working properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.